Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8627l18 nuero pump, implanted: (B)(6) 2007. A 8596 catheter, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was undersensing after premature ventricular contractions (pvc) long enough to detect as an asystole episode. Program adjustments were recommended, and the device remains in use. No patient complications have been reported as a result of this event.